Manufacturer narrative:
(B)(4).

Event description:
It was reported that: after a chemotherapy, infusion of idarubicine, there was a return of blood in the catheter. The staff tried to rinse the catheter , but the patient was complaining that he was feeling the liquid flowing. A hole was observed hole in the cvc close to the point of connection with the skin. There was no pain by local erythema evoking a chemo extraversion.

Event description:
It was reported that: after a chemotherapy, infusion of idarubicine, there was a return of blood in the catheter. The staff tried to rinse the catheter, but the patient was complaining that he was feeling the liquid flowing. A hole was observed hole in the cvc close to the point of connection with the skin. There was no pain by local erythema evoking a chemo extraversion.

Manufacturer narrative:
(B)(4). The customer returned a 1 lumen cvc catheter for evaluation. Biological material in the form of blood was throughout the catheter body. After the catheter failed functional testing, it was examined using magnification. A small hole was discovered in the catheter body near the distal end of the juncture hub. The hole appeared jagged and as if it was slightly punctured by a sharp object. The location of the hole is consistent with the location of the leak found during functional inspection. The hole in the catheter was located 6 mm from the distal end of the juncture hub. The catheter body length measured 6.3". This is not within the specifications of 8 "(+/-).1875" per catheter product drawing. The outer diameter of the catheter body measured .06585", which is not within the specifications of .052"-.062" per catheter product drawing. This indicates that the customer did not report the correct material number for the sample returned. Teleflex made attempts to obtain a correct material number from the customer. The returned catheter was functionally tested by clamping the distal end of the catheter body and injecting water through the luer hub using a lab inventory syringe. When water was injected, liquid leaked from catheter body below the juncture hub. A device history record could not be performed for this investigation as the customer did not provide a correct material number for the returned device. The instructions for use provided with the kit warns the end user to be careful and not cut the catheter. The customer report of a catheter leak was confirmed by complaint investigation. The catheter body contained one small hole. The hole appeared jagged and as if it was slightly punctured/stabbed by a sharp object. The catheter was not able to pass any dimensional requirements. This indicates that the customer did not report the correct material number for the sample returned. Teleflex made attempts to obtain a correct material number from the customer. Based on the condition of the returned device, it is likely that unintentional use error caused or contributed to this event; however, a probable cause could not be determined without a correct material number for the returned device. Teleflex will continue to monitor and trend reports of this nature.